Event description:
The customer reported receiving a partial display from the insulin pump. The customer stated it seemed to be a permanent spot in the center bottom part of the device's screen. There was no condensation of moisture reported on the insulin pump. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was not reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.